Event description:
It was reported that the caller needed the part number of the output connector to be able to repair the external pulse generator (epg). The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.